Manufacturer narrative:
The subject device remained implanted; therefore, physical analysis cannot be performed. Based on the information available, it was determined that the device was used in accordance with the direction for use. The use of the coil may have contributed to the reported medical intervention. However, there are medical and physiological factors that can contribute to recanalization and is listed as a potential complication within the direction for use (dfu). Also, the dfu indicates that multiple embolization procedures may be required to achieve the desired occlusion of some aneurysms or vessels. Therefore a root cause of anticipated procedural complications has been assigned to this event.

Event description:
It was reported that the patient underwent coil embolization of a ruptured aneurysm (unknown anatomy location) and approximately nine months post embolization, angiogram (unknown date) demonstrated recanalization. A successful intervention was performed and twelve coils were implanted. No additional information was available.

Event description:
It was reported that the patient underwent coil embolization of a ruptured wide neck aneurysm located in the left supraclinoid ophthalmic artery. Approximately nine months post embolization, angiogram (unknown date) demonstrated recanalization. A successful intervention was performed and twelve coils were implanted. The patient's current condition was reported as 'good'.